Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump reservoir had leak while fill tubing and at reservoir barrel. Customer was unsure if leak was past 1st or 2nd o ring. Customer stated that fluid was visible in reservoir compartment. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.